Manufacturer narrative:
Physio-control further evaluated the remove power pcb assembly and determined process residue at filter designator fl10 caused the reported issue. The removed user interface pcb assembly was also evaluated and determined to be fully functional.

Event description:
The customer contacted physio-control to report that their device failed to complete boot up and stays on self-test screen. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio control evaluated the customers device and verified the reported issue. Physio replaced the device's power pcb assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device failed to complete boot up and stays on self-test screen. There was no patient use associated with the reported event.